Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Tandem technical support was unable to complete system check with customer at time of call. Multiple attempts were made by technical support to follow up with the customer and complete troubleshooting, but no response was received. There was no adverse impact to customer's blood glucose. No additional information was provided.